Event description:
It was reported that the pump failed to start due to a broken usb port, preventing it from being plugged in. There was no reported adverse impact to the customer's blood glucose level. No further information was available.